Event description:
It was reported the ECG (electrocardiogram) signal is very noisy when in the analyzer session. The ECG signal is fine when in device application. The analyzer was changed out, but the issue continued. Additional troubleshooting will be done. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.